Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a major surgical operation which was unrelated to the medtronic device/therapy. Patient stated they turned the ins off before surgery but now they get por (power on reset) when they tried to turn it back on. Patient was in the hospital post-op when they called. The technical services specialist (tss) explained that the manufacturer's representative (rep) would need to check the patient's ins. No patient symptoms were reported as a result of this event